Manufacturer narrative:
(B)(4)

Event description:
It was reported that after a storm, charring was seen in the power adapter of the transmitter. The unit was no longer used.

Manufacturer narrative:
Final analysis found burnt marks on the circuit board which contributed to the field complaint of could not power up.